Event description:
It was reported that the patient presented in clinic on (B)(6) 2025 for initial implant procedure. During procedure, it was found that the newly placed insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The icm was retrieved, not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Upon receipt, the device was unable to establish telemetry. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing, which revealed that the battery voltage was at end of service (eol) level. A longevity calculation was performed and found that the battery depletion was premature. The device was tested with a new battery, which indicated normal device characteristics. The failure mode was reproduced and confirmed a circuit anomaly.